Event description:
It was reported to boston scientific corporation that a spyglass direct visualization probe was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the probe broke in two where the catheter diameter transitions from thick to thin. The procedure was completed with another spyglass direct visualization probe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as being okay.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.